Event description:
Right-side MRI indicated rupture.

Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 6.0g over specification. B5: describe event or problem: left-side MRI indicated rupture. D4: catalog number: 10712-350mp. Serial number: (B)(6). Lot number: 100334736. Expiration date: 12-jun-2019. Unique identifier (UDI)#: (B)(4). D9: device available for evaluation? Yes. Device returned to manufacturer? Yes. Date device returned to manufacture: 25-feb-2022. H6: device not returned to manufacturer for evaluation: no. Was the device evaluated by the manufacturer? Yes.

Event description:
Left-side MRI indicated rupture.